Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the lead. The patient underwent a lead revision procedure and was doing well postoperatively.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the lead. The patient underwent a lead revision procedure and was doing well postoperatively. Additional information was received that the patient underwent a lead replacement procedure and the explanted lead will not be returned per hospital policy.

Manufacturer narrative:
Additional information was received that the initial aware date should have been 27nov2024.